Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the discrepancy. The oscillator has a good bias flow pressure and was adjustable. However, there was an o2 inlet pressure issue where the pressure is too high causing the oscillator to make a noisy sound and the blender would constantly increase to 100% at 21% setting. The biomedical technician lowered the o2 tank pressure and the noise goes away and the blender was working properly. A minor adjustment was made on the pr3, pr7 and pr4. Pt calibration and performance check were performed and both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bias flow was not adjusting on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.

Event description:
The customer reported bias flow was not adjusting on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the discrepancy. The oscillator has a good bias flow pressure and was adjustable. However, there was an o2 inlet pressure issue where the pressure is too high causing the oscillator to make a noisy sound and the blender would constantly increase to 100% at 21% setting. The biomedical technician lowered the o2 tank pressure and the noise goes away and the blender was working properly. A minor adjustment was made on the pr3, pr7 and pr4. Pt calibration and performance check were performed and both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.